Event description:
Hospital advised that the pump was infusing adrenaline on an extremely unstable patient. The pump was operating on ac power when it alarmed and shut down. The user switched to a new system when this occurred. There was no patient consequence. The user was present at the time of the event.